Event description:
Symptons difficulty talking, movement problems in left arm time of symptoms: post procedure. After the stenting of the left carotid, the pt showed some problems in the left arm and had some difficulty talking. Tia was diagnosed by the physician. The pt's condition improved, as well as movement and responsiveness. However, not all neurological deficits resolved within 24 nrs and the pt still had some movement problems in the left arm. The physician reported that the tia was unrelated to the stent placement as it was on the pt's left side. The physician reported that he assumed the problem occurred during the angiograph of the right carotid that was performed pre-stenting.